Event description:
No RMA was issued these catheters are not expected to be returned. The user facility reported that the catheters are exhibiting high readings. A pt was the recipient of three catheters all of which indicated abnormally high readings. The user facility replaced with second catheter with a third catheter before the surgeon accepted the readings. Based on the abnormal high readings, it was hard to distiguish if the catheter icp reading was accurate for that pt. No pt injury was reported. The clinical educator will be in contacted with the user facility to discuss possible placement of the catheter. The faulty catheter were not retained. The user facility also is inquiring about the necessity of drilling a second burr hole when the catheter is faulty and a replacement is required. The surgeon may not always drill a second hole if the catheter is suspected to be faulty. The catheter is replaced via the initial burr hole.